Manufacturer narrative:
(B)(4). A device history review was performed for the referenced lot. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. A deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the device is visually inspected the cuffs are deflated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use of the taperguard tracheal tube, the cuff didn't inflate. No patient involvement.